Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure that included a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced heart block that required medical intervention. It was reported by the biosense webster inc. (Bwi) representative that during a remap, post pulmonary vein isolation (pvi) procedure, it was discovered the atrioventricular nodal reentrant tachycardia (avnrt) was needed, and while burning at 20w the patient had a period of heart block. The patient was provided with solu-medrol and recovered a normal sinus rhythm. The patient was in stable condition. The adverse event occurred during the ablation of avnrt (atrioventricular nodal reentrant tachycardia). The physician¿s opinion on the cause of this adverse event was that it was patient condition related. Intervention provided was steroids were given. The patient fully recovered and did not require extended hospitalization.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).